Manufacturer narrative:
Date of report: 10oct2018. Date of manufacturer: 29may2018. The following information was inadvertently omitted from the initial report submitted 12jun2018: philip's field service engineer replaced the blower to address the reported problem.

Event description:
The customer reported that the ventilator has a blower failure. The customer reported that the unit was in use on patient , but there was no patient harm reported.